Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right atrial lead exhibited noise oversensing which resulted to inappropriate mode switch. No intervention was performed. Patient status was not known.